Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was showing a charge of 100 percent at all times. There was no adverse impact to the customers blood glucose level. The customer continued to use the pump for insulin therapy. A replacement pump was sent to the customer.